Manufacturer narrative:
During inspection and testing, foreign material found in the air/water nozzle was suspected to be due to user handling. The reported issue (no air/water flow) was confirmed and found to be caused due to clogged nozzle. In addition, service found the adhesive the bending section cover was chipped, the paint on the suction cylinder was worn, the bending angle in down/right directions was out of specification, the water removal capacity was out of specification, and the insulation resistance value of the distal end was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting no air/water flow. The reported issue occurred during reprocessing of the subject device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in air/water nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause of foreign material protruding from the nozzle was as follows: - clear plastic like material: fragments of injection tube or silicone rubber products entered the channel and remained in the nozzle. - nylon fibrous material: brush was broken when brushing the air/water (a/w) valve, and bristles entered the a/w channel and were caught in the nozzle. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. "Channel cleaning brush (bw-20t)_ inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Single use combination cleaning brush (bw-412t) -check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. -caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.